Manufacturer narrative:
Quality-safety evaluation of product technical complaint received on 22-apr-2016: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, legal and spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and heavy bleeding (seen as genital bleeding). It was reported that coil removal will be scheduled soon. Both events were considered serious and listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure therapy. Based on their nature and in the lack of alternative explanation, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since coil removal will be required. Additionally, non-serious events were reported. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Additional information will be obtained through the normal litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 30-mar-2016 which refers to a adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. On an unspecified date the consumer experienced abdominal, pelvic and back pain, severe cramping, heavy bleeding and migraine headaches. It was reported that coil removal will be scheduled soon. Company causality comment:this non-medically confirmed, legal and spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and heavy bleeding (seen as genital bleeding). It was reported that coil removal will be scheduled soon. Both events were considered serious and listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure therapy. Based on their nature and in the lack of alternative explanation, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since coil removal will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. Additional information will be obtained through the normal litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain / severe cramping"), migraine ("migraine headaches") and back pain ("back pain"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, migraine and back pain outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain / severe cramping"), migraine ("migraine headaches") and back pain ("back pain"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, migraine and back pain outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 8-jun-2020: plaintiff fact sheet received. Reporter information updated. Product indication female sterilization newly updated. Essure device removal details added. Event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.